Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced in a non-prophylactic manner. It was also reported that the left ventricular (lv) lead exhibited high pacing thresholds. Output to the lead was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.